Manufacturer narrative:
Covidien reference: (B)(4). The covidien customer service engineer (cse) evaluated the ventilator and the reported malfunction was duplicated. The cse replaced the oxygen (o2) sensor to resolve the issue. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that during patient use, a ventilator generated a high fraction of inspired oxygen (fio2) alarm, which could not be canceled. Although, the device continued cycling, the patient was transferred to another ventilator without harm.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.